Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose level was 114 mg/dl. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
No button error alarm noted. Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked belt clip slot, and cracked battery tube threads. No moisture damage noted on the electronics, motor, vibrator motor, or battery tube assembly.